Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the bed's scale will not zero. There was pt involvement; however, no adverse consequences are reported.